Event description:
This article lists information suggesting that a patient being treated with intrathecal baclofen for spasticity experienced an immediate post-operative infection with required the removal of the pump. No additional information concerning event resolution and patient outcome was provided. Journal reference: veiros, I. Et al. "Intrathecal baclofen in the treatment of spasticity casuistry of the centro hospitalar de coimbra." Acta med port 2006; 19:217-224.

Manufacturer narrative:
Note: the pump is assumed to be a medtronic device based on a limited description. Follow-up to establish positive identification has been initiated and the results will be forwarded. Journal reference: veiros, I. Et al. "Intrathecal baclofen in the treatment of spasticity casuistry of the centro hospitalar de coimbra." Acta med port 2006; 19:217-224. (Please see add'l scanned pages).